Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported the flexible endoscope was damaged while inserting and removing from the tube. Another device was used without further consequences. There was no patient harm.